Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and barbed suture was used. Before use on the patient, it was reported by a sales rep that, during an unknown surgery, sutures that should have been stored in a circle in the tray, but the sutures were protruding from the tray and were unraveled and contained. This event was found before use. It was not a control release needle. During visual inspection of the sample, marks on the body needle appeared to be by the use of surgical instruments were observed. The suture was examined, and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. Body fluids were found on the strand as well. Further details are not provided from the hp. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: the product was returned to ethicon for evaluation. One used needle-suture outside its packaging was returned for analysis. Product code sxpp1b119. During visual inspection of the sample, marks on the body needle appeared to be by the use of surgical instruments were observed. The suture was examined, and it was observed that the weld of the first loop was detached. It is possible that this failure was due to excessive force being applied. Body fluids were found on the strand as well. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as on what caused the reported complaint. The instructions for use do contain the following caution: for the device to function properly, the stratafix¿ spiral pds¿ plus device must first be anchored in robust tissue using the fixation loop. Then subsequently engage the barbs into the tissue in a standard closure pattern. Additional information was requested, and the following was obtained via: how many devices demonstrated the alleged deficiency? One. Were the sterility of the devices compromised? No. Name of procedure? Unk. Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections.? The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4).